Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended, and technical support instructed the customer to clean the speaker holes and attempt to load a new cartridge. After waiting and attempting to resume insulin delivery without success, the customer was advised to wait two hours to allow moisture to evaporate. Upon follow-up, it was confirmed that the customer successfully loaded a new cartridge and resumed normal pump operation. Technical support informed the customer about potential causes for altitude alarms and provided preventive tips, which the customer acknowledged.